Manufacturer narrative:
Unit alarmed button error and had no button response due to corroded keypad traces. The unit did not react on its own. No unexpected number ramping or scroll bar moving with no input noted. Unable to test for failed batt test alarm and battery out limit alarm due to no button response. No moisture damage noted on electronic assembly or on motor. Unit had a scratched display window and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was performed. The device was returned for analysis.